Event description:
Reportedly, the instrument was fired according to the instructions. The suture row did not close the rectum. Instead of an anterior deep resection a colon anastomosis was induced. A colostomy was performed.